Event description:
That patient tried 5 different tubings along with 3 different headsets in 2005 and none of them snapped correctly when connecting. Reporter stated that these poor connections caused leaks and also the elevated blood glucose, 400-600 mg/dl (normal = 140-160 mg/dl) experienced by the patient. The patient was advised by their physician to go to the hospital to be admitted for observations and received an insulin IV for treatment. As of the following day, the patient was still in the hospital and their blood glucose was 240 mg/dl.